Event description:
Event details: I am very disappointed with my purchase of the at home covid /flu test (4pk). I used at onset of fever and it was negative for all 3 . I tested the next day and it was still negative for all viruses. I then purchased a test from a different manufacturer on day 3 and it was positive for flu a. Making it almost too late to get antiviral medications.

Manufacturer narrative:
The customer is claiming a false negative for flu a when testing with the ihealth flu a&b/covid-19 3-in-1 rapid test when compared to the flowflex plus covid-19 and flu a/b home test. The customer tested negative for flu a using the ihealth flu a&b/covid-19 3-in-1 rapid test on the morning of (B)(6) 2025 and the afternoon of (B)(6) 2025. The customer tested positive for flu a using the flowflex plus covid-19 and flu a/b home test around 1:00pm on (B)(6) 2025. As the flowflex plus covid-19 and flu a/b home test is also an antigen test, and the customer did not provide any other testing information such as a molecular test, we are unable to verify the false negative result. Lot number of the test kit was unavailable as the customer had already thrown away the pack box. So the manufacturer cannot effectively verify and confirm customer feedback.